Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found.

Event description:
It was reported that the bi-ventricular (bi-v) defibrillator, right atrial (ra), left and right ventricular (lv&rv) leads were all explanted due to infection. Per the manufacture database the patient died approximately six weeks post implant of the bi-v, lv and ra leads. Follow-up revealed that the patient presented to the emergency room four days prior to date of death with a fever. The patient was admitted and antibiotics were started. The bi-v system was removed 2 days later as the patient grew worse and the blood culture came back positive for (B)(6). The patient's condition deteriorated, developing respiratory and renal failure, and lactic acidosis. The patient's cause of death was septic shock.